Event description:
A female consumer had essure ((B)(4)) (fallopian tube occlusion insert) inserted. The consumer reported that after the insertion procedure, she had severe pain in right abdomen. She went to the doctor who performed surgery over and over. Was told pain was not related with essure implants. The pain got worse in 2009. The right coil had migrated from the tube and a laparoscopic supracervical hysterectomy was performed to remove the coils and tubes. The physician found the coil had attached itself to the small bowel. Essure removed.